Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient state tap became lose and that their leads were out of her back causing them to bleed. They were heading to the emergency room as we spoke time 7:05 date (B)(6) 2018. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urgency frequency.